Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) revised a patient who was treated (B)(6) 2013 in the university hospital of basel with 4 expedium screws and 2 peek rods. The patient had severe pain at the treated segment. After opening the patient, dr. K&#1416;ler realized that one of the peek rods was broken.

Manufacturer narrative:
Additional information: updated to include investigation date, included product code and lot code. Corrected data: because the sample was received. Corrected to include yes because device was evaluated. Product code 1867-82-045, lot number: 5100867 was evaluated by quality engineering. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Fracture analysis and visual inspection was performed on the returned samples. A root cause cannot be determined from the sample and the information provided. The results of fracture analysis have determined that a probable root cause may be over load bending failure due to unexpectedly high forces placed on the rod. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.